Manufacturer narrative:
This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement in it is intended to be an admission that any cook endoscopy device (I) is defective or malfunctioned or (ii) caused or contributed to a death or serious injury. Our evaluation of the returned device was unable to confirm the report as described because the device functioned as intended. The device passed a conductivity test with an olm meter. Examination of the electrical pin in the handle showed no discrepancies and the pin connects properly to active cords. Reorder numbers acu-1 and acu-1-vl were used for testing. The device performed as intended when connected to a power supply (cautery) unit. The snare extends and retracts smoothly with handle manipulation. No discrepancies were noted. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. Conclusions: a discrepancy that could have contributed to the reported observation was not observed during our analysis. We were unable to conclusively determine a cause for this observation because the device functioned as intended. However, we can provide the following information: additional information provided with this report indicated all of the connections were secure. Proper application of cautery is dependent, in part, on a secure connection to both the active cord and the electrosurgical unit. It is also dependant upon the condition of the active cord used with this product. The information provided did not suggest the active cord contributed to this reported observation. Corrective action: no corrective action warranted at this time because the device functioned as intended. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure proper connection to the active cord. The functional test includes verification of conductivity using an ohm meter.

Event description:
During a polypectomy procedure the physician used a cook endoscopy acusnare polypectomy snare. The snare did not conduct current. The polyp was removed without cautery, which left a bleeding site. The blood was stopped using hot forceps.